Event description:
It was reported that the user experienced an occlusion while using 23-inch teflon infusion sets, which required a full supply change, and the user had prior similar issues with these insets. Customer care provided support that included collection of lot information, confirmation of shipping details, and remote troubleshooting guidance. Investigation of this case revealed an infusion-set related occlusion consistent with a delivery blockage at the infusion set component. No clinical symptoms associated with interruption of insulin delivery consistent with an occlusion reported. Outcomes included resolution of the occlusion after the supply change without hospitalization or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was likely an infusion set occlusion related to set insertion or line blockage.